Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The dilator broke during heavy advancement. During the preparation of the sheath, it was found that the dilator of the sheath was very difficult to advance. After opening a new sheath, the procedure was successfully completed. No patient consequences. The resistance was between the devices. The resistance did not result in any damage to the sheath. The resistance with the sheath when they were trying to put the catheter/dilator into the sheath and when they were trying to withdraw it from the sheath. The resistance did result in damage to the dilator. The dilator snapped off during the heavy advancement. The dilator was able to move within the sheath with heavy force. The sheath was replaced. The dilator was stuck in the sheath was due to high resistance. Broken dilator is MDR-reportable. Resistance with sheath is not MDR-reportable.

Manufacturer narrative:
On (B)(6) 2022, bwi received additional information related to the section e initial reporter which has been updated. The physician's information has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The dilator broke during heavy advancement. Device evaluation details: visual analysis revealed no damage or anomalies on the sheath; however, some bents were observed on the dilator however, it was not found broken. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. Due to the noted resistance issue, an internal action was opened. A device history record evaluation was performed for the finished device 00001905 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).